Event description:
Today in dr's office dr was changing a tracheostomy on a pt who is a quadraplegic and ventilator dependent. Pt uses #8 cuffless trachs. Pt brought one here. It did not appear that there had been any tampering or anything wrong with the trach set, but upon opening the plastic bag, dr discovered that the inner cannula was missing. Obviously, this could have serious implications for a ventilator dependent pt. Fortunately, office had a sterilized inner cannula from a previous trach set, and used that one.